Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the guiding needle of a microsensor (ID 826653) was exposed through the catheter. The procedure was completed with a replacement product available. Issue detected before patient use. No patient injury reported and the event did not led to surgical delay.

Manufacturer narrative:
The microsensor was returned for evaluation. Device history record (DHR) - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - the 826653 unit was inspected. It was found that the unit failed final electrical testing. The complaint could be verified through failure analysis. The root cause is undetermined and was unable to be confirmed in the complaint evaluation. A device history record (DHR) review and trending were performed as part of the evaluation. Product was received for analysis and the investigation could not confirm the complaint. The risk remains acceptable per the risk analysis. Per the failure analysis done by millar potential root cause is "user mishandling product".